Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for pacing impedance below the programmed lower limit. A transmission several days later indicated the rv pacing impedance was back in range. The rv lead remains in use. No patient complications have been reported as a result of this event.